Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a reservoir leak. They did not realize it was the insulin pump until they kept having an odor. They found out the reservoir chamber had insulin. They had called previously for a button error and the insulin pump was replaced. They were told they could use their reservoirs. The customer stated they used a reservoir and was about to change it but then they could smell insulin again. Troubleshooting was not performed. The customer's blood glucose level was unknown. The product will not be returned for analysis.

Manufacturer narrative:
Findings: the information provided in section a4 was incorrect with the initial report. The correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.